Event description:
It was reported that a malfunction alarm occurred on the pump, and no notable events preceded the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any issues arise again.